Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant a concorde cage into the patient's l4-l5-s for lumbar spinal stenosis was performed on (B)(6) 2015. It was reported that the reported cage got detached from the reported inserter when the surgeon was inserting the cage into the l4-l5 with the inserter. The surgeon tried to remove the cage from the operative field, but in process injured the dura mater. The injury was sutured, and the surgery was completed without surgical delay. The patient's condition is currently unknown. The surgeon inferred that there was a possibility that the cage and the inserter might have not been firmly tightened to be properly connected.

Manufacturer narrative:
Additional narrative: (B)(4). The concorde bullet cage was returned for evaluation. The cage featured numerous minor defects, notch cuts, and a hairline split. A review of the DHR found no issues that could have caused or contributed to the reported event. The complaint trend analysis found no systemic trends. The root cause cannot be positively determined; however, it is likely that the cage may have been subjected to an unanticipated force. Based on the outcome of the investigation, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.